Event description:
During the implant procedure, the physician forced the tunneler when creating a pathway. The tunneler reached the clavicle and bleeding occurred. Patient began to experience hypoxemia. Physician removed the tunneler and further bleeding occurred. Physician applied pressure to stop the bleeding. The implant procedure was completed once the patient was stabilized. Patient presented to the physician with bruising at the incision sites at post-implant follow-up and appeared to be healing.